Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2008 by the american journal of sports medicine ¿clinical outcomes after subpectoral biceps tenodesis with an interference screw.¿ the study reviewed 41 patients identified biceps tendon lesion with the bioabsorbable interference screws and tenodesis screw that resulted in screw failure in 1 patient during the 2-year follow-up. Ref: mazzocca ad, cote mp, arciero cl, romeo aa, arciero ra. Clinical outcomes after subpectoral biceps tenodesis with an interference screw. Am j sports med. Oct 2008;36(10):1922-9. Doi:10.1177/0363546508318192.